Event description:
It was reported that the customer was hospitalized. They were reporting that the insulin pump had unresponsive keypad. The customer's blood glucose was 26 mg/dl. The discontinuation of the insulin pump was advised. The customer stated that they do not have a back-up plan so they will still use the insulin pump and will monitor it closely. The customer was advised against doing so. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. The device passed the displacement test, rewind, basic occlusion test, self test and other error tests. All operating currents are within specification. Off no power alarm functions properly. All buttons function properly. No damage noted on keypad traces. The device was unable to be primed during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Inspected the keypad flex connector on the lcd, which was locked. The device had minor scratched display window and cracked reservoir tube lip.